Event description:
It was reported that oversensing and noise were observed on the right ventricular (rv) lead which triggered a lead alert. The device was electively replaced and the lead was partially explanted. While replacing the original lead, the physician was not able to advance the new lead past the superior vena cava due to scar tissue. The lead was not used and a second rv lead was attempted. The second rv lead was implanted from the patient's right side and tunneled across the chest. During the connection of the second rv lead to the replacement device the lead pin would not advance fully into the connector port and broke off during attempted removal. It was suspected the lead pin was damaged while tunneling it across the patient's chest. The replacement device and second rv lead were not used and they were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: 6947m62, s/n (B)(4). A medial portion of the lead was received measuring 14 cm and the distal portion was received measuring 14 cm. Both lead segments were analyzed. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal conductor was pulled/stretched/overstressed. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).